Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose of 600 mg/dl. The customer also reported no delivery alarm during bolus. Assisted customer in performing a 5.0 unit fixed prime and the insulin did not exited and no delivery alarm occured. The insulin pump will be returned for analysis.